Manufacturer narrative:
H6- device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -9.0/4.5/007 (sphere/cylinder/axis) was implanted in vertical position into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same length lens and the problem resolved. Cause is reported as unknown.